Manufacturer narrative:
Doctor was contacted and further information was requested. According to the customer, there was no patient injury, or surgical intervention required, and the surgery was successfully completed.

Event description:
After the shunt was placed in the eye and the surgeon tightened the 7-0 vicryl suture, the tail detached. This was for a clearpath model cp350. Date of event not provided.